Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 473 mg/dl. The customer has net treated yet. The customer was advised and explained the recurring no delivery may be due to site, set or reservoir issue. The patient has tried different cannula lengths. The patient's insulin is no expired or denatured. The patients does rotate site and avoids scar tissue. Customer stated the tubing is not bent. Customer stated they have tried all remedies. Customer was advised that the device would be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 473 mg/dl. The customer stated she has manual injections. Customer declined to troubleshoot for high blood glucose.